Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, the pacing impedance and the threshold increased on the right ventricular lead. X-ray displayed no anomalies with the right ventricular lead. The lead was capped and replaced and the patient was stable.